Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm for a few seconds. The balloon was directly removed from the patient's body without any intervention and there is no fragments left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure, but the balloon still could not be inflated. A microscopic examination identified a balloon pinhole located at the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. Visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm for a few seconds. The balloon was directly removed from the patient's body without any intervention and there is no fragments left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.